Manufacturer narrative:
Analysis of the provided files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the egm on the upper side disappeared after starting a real time egm test. On the stimulation threshold tab, no egm is displayed (voo 130bpm). The test is displayed on the electrocardiology bay. Therefore, the test was stopped for safety, and the egm was back after a few minute after an impedance measurement.

Event description:
Reportedly, on (B)(6) 2025, the egm on the upper side dissapeared after starting a real time egm test. On the stimulation threshold tab, no egm is displayed (voo 130bpm). The test is displayed on the electrocardiology bay. Therefore, the test was stopped for safety, and the egm was back after a few minute after an impedance measurment.

Manufacturer narrative:
Analysis of the provided video confirmed the reported event, display issue occurred. Review of the extracted files established that the issue was most probably caused by a bug in the real-time display managed by web interface (programmer user interface used for display). A possible workaround when this type of event occur is to switch communication mode to inductive and then back to ble communication. This step resets the web interface and resolves the display issue. This case is retained and utilized for trend purposes.